Manufacturer narrative:
H3: the axium prime coil was returned for analysis. The axium prime pusher was found bent at ~7.2cm and ~80.0cm from the proximal end of the pusher. The shield coil was found intact and the implant coil was found broken from the detach element. The implant coil was not returned for analysis. The implant coil could not be used for resistance and stuck in hub testing with an in-house microcatheter due to its damaged condition. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck at cath. Hub¿ could not be confirmed. Possible causes for coil resistance at catheter hub are, but not limited to, failure to hydrate the coil prior to use, failure to utilize continuous flush, failure to use a compatible microcatheter for delivery, and use of an improper hubbing technique (over tightening of the rhv/sheath not firmly seated into hub). The customer report of distal pusher kink/damage was not confirmed. The proximal axium prime pusher was found bent and the implant coil was found broken. As the customer reported no issues or damage with the device during hydration/inspection, it is possible the implant coil became damaged following hydration. It is also possible that the damage to the axium prime implant coil and pusher occurred during the attempt to push the coil into the microcatheter against the reported resistance. As the non-medtronic micro catheter used during the event was not returned for analysis, any contribution of the micro catheter towards the resistance. This regulatory report is being submitted as part of a retrospective review. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an axium coil that could not pass through the catheter hub and the pushwire was damaged. It was reported that during the procedure the physician could not advance the coil through the catheter hub. Multiple attempts were made to resheath the coil and insert into the catheter but the coil continued to get stuck and was not able to pass through the hub. The pushwire was damaged at the distal segment. The coil was discarded and replaced. The replacement coil was able to pass through the catheter hub without issue. All devices were prepared as indicated in the instructions for use (IFU) and the physician was experienced with the procedure. There was no harm or injury to the patient. Additional information received reported that the catheter used in the procedure was not a medtronic device.